Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had been hospitalized for two days due to the insulin pump not delivering insulin properly. Blood glucose level at the time of hospitalization was not provided. The call was disconnected before any additional information could be provided.